Manufacturer narrative:
All available information was investigated, and the reported activation failure (inability to deploy the clip) and poor image resolution could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to deploy the clip and poor image resolution. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. There was challenges with imaging reported throughout the procedure. A triclip xtw was successfully implanted mid on the anterior/superior (a/s) leaflets. A second triclip xtw was placed posterior/central to the first clip. During deployment, after the grippers were raised in the cd fastener and loosened to withdraw the mandrel it was identified that the clip remained partially attached to the steerable guide catheter (sgc) tip. The clip was fully withdrawn into the sgc, while remaining closed and locked, pulling it off of the leaflets. The sgc and cds were withdrawn into the left groin when a snare was inserted and snared the xtw. It was visualized that the clip was remaining tethered to the cds by a gripper line. The clip was fully removed from the patient. There was no tissue visualized on the clip and no damage identified to the leaflets. A new sgc and triclip xtw were prepared and the clip was successfully implanted centrally on the anterior/superior leaflets. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.